Event description:
This lead was implanted (B)(6) 2013. Lead was implanted as a temporary lead to place a device externally. This is considered off-label. Lead was explanted (B)(6) 2013. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No addtitional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).